Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A field service engineer (fse) observed damaged fiber optic connector which was causing signal loss. The fse replaced damaged cbl assy,fo sensor extension and corrected the failure. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer reported that while in use on a patient, the cardiosave had a fiber optic related issue. No patient injury, death or adverse event was reported.